Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was observed in the anterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that the patient experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture this report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient who underwent primary breast augmentation with two 295cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii/IV post-operatively. As a result, the patient underwent bilateral removal and replacement with two 495cc mentor memoryshape breast implants on (B)(6) 2019. This report is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).